Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, it was observed the implantable cardioverter defibrillator was sensing noise and undersensing signal. The device was exchanged and the procedure completed without further issue. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.